Event description:
It was reported that balloon rupture occurred, and slow flow was observed, requiring medical intervention. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery to anterior tibial artery. After pre-dilation was performed, contrast observed no slow flow. A 6.0 x 150mm, 150cm ranger drug coated balloon was used; however, the balloon ruptured during first dilation at 6 atmospheres. At almost the same time, the patient moved the operated leg significantly. The angle was approximate, but the hip joint was abducted for about 30 degrees while the operated knee was extended. A 5.0 x 150mm, 150cm and 6.0 x 200mm, 150cm ranger drug coated balloons were used, but a slow flow was observed. A final contrast confirmed the slow flow. A nitroglycerin was administered to improve the flow, and the patient's blood pressure temporarily decreased, but it returned within few minutes. There was no effect on the patient's overall condition after the procedure. Another contrast performed after 3 minutes showed no improvement, but it was eventually resolved. The possibility of distal embolization was considered the cause of the slow flow. It was further reported that no balloon fragments were left behind in the patient and was removed intact.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately at the proximal markerband and extending approximately 15mm distally across the balloon material. As per specification, the rated burst pressure for this device is 14 atmospheres. A visual and tactile examination found the shaft of the device to be severely kinked at approximately 245mm distal of the strain relief. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.

Event description:
It was reported that balloon rupture occurred, and slow flow was observed, requiring medical intervention. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery to anterior tibial artery. After pre-dilation was performed, contrast observed no slow flow. A 6.0 x 150mm, 150cm ranger drug coated balloon was used; however, the balloon ruptured during first dilation at 6 atmospheres. At almost the same time, the patient moved the operated leg significantly. The angle was approximate, but the hip joint was abducted for about 30 degrees while the operated knee was extended. A 5.0 x 150mm, 150cm and 6.0 x 200mm, 150cm ranger drug coated balloons were used, but a slow flow was observed. A final contrast confirmed the slow flow. A nitroglycerin was administered to improve the flow, and the patient's blood pressure temporarily decreased, but it returned within few minutes. There was no effect on the patient's overall condition after the procedure. Another contrast performed after 3 minutes showed no improvement, but it was eventually resolved. The possibility of distal embolization was considered the cause of the slow flow.